Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Review of device history records show the lot released with no recorded anomaly or deviation. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Device not returned; no evaluation will be performed. No conclusion can be drawn.

Event description:
It is reported the patient died one day postoperative after a hard tissue replacement (htr) surgery. The surgeon reported "the patient suffered a postoperative hypertensive crisis and that the progressed bleedings, which lead to death of the patient are not mandatory in connection with the surgery."

Manufacturer narrative:
Attempts were made to obtain additional information, however limited information was provided due to protection of privacy. The patient's age and gender were provided. The distributor states the sales representative responded ¿the surgeon reported, that the patient suffered a postoperative hypertensive crisis and that the progressed bleedings, which lead to death of the patient, are not mandatory in connection with the surgery. The patient died due to coagulation problems.¿